Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (15 mg/ml at 2.3 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had spine fusion surgery within the last week and felt as though they were no longer getting relief from their pump. The hcp attempted to withdraw cerebrospinal fluid (csf) from the catheter access port (cap) without success. It was reported the hcp would schedule the patient for catheter replacement in the future. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.